Manufacturer narrative:
The patient uses both acuvue 2 and 1-day acuvue. It is unknown which lens was being used at the time of the event. The acuvue 2 is captured in this file. The 1-day acuvue was captured in 1033553-2013-00120. Four sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2013, our affiliate informed us that a sales rep reported a medical event. Follow-up with the clinic on that date indicated that the patient (pt) visited the clinic due to redness in her left eye (os) on (B)(6) 2013. The patient stated that she inserted the lens in question even though it was torn on receipt. The diagnosis was reported as scleritis. On (B)(6) 2013, the clinic reported that the patient was initially diagnosed with keratitis os on (B)(6) 2013. Visual acuity was not affected. Focal site was peripheral, nasal at 9 o'clock. The diagnosis on (B)(6) 2013 was scleritis os. On (B)(6) 2013, our affiliate interviewed the treating doctor. The doctor reported that the diagnosis on (B)(6) 2013 was conjunctival erosion os. Staining was detected in the conjunctiva where the chipped part of the lens touched the eye. The patient was prescribed flumetholon ophthalmic suspension 0.1% bid os and cravit ophthalmic solution 1.5% 6 times/day os. The patient was instructed to discontinue contact lens wear. The doctor reported the patient returned to the clinic on (B)(6) 2013 and the conjunctival injection was aggravated, diagnosis scleritis os. The doctor changed the patient's prescription from flumetholon ophthalmic suspension 0.1% to rinbeta pf drops qid os. Cravit was continued and neo-medrol ee ointment bid was added for eyelid dermatitis os. On (B)(6) 2013, the patient returned to the clinic. The ecp recommended the patient consult a physician because of swelling in the inferior part of the left ear. It is unknown if the patient consulted a physician for this symptom. The patient returned on (B)(6) 2013, swelling and injection was improved. The patient returned again on (B)(6) 2013 and the conjunctival injection was aggravated. On (B)(6) 2013, the patient returned to the clinic. The symptom was improved and the patient was allowed to resume wearing cl. On (B)(6) 2013, the patient returned to the clinic. The symptom had worsened and the patient was referred to the hospital. It is unknown if the patient visited the hospital. The patient returned on (B)(6) 2013 and the symptom had improved. The patient did not return to the clinic after this date.